Event description:
During a scheduled removal surgery, it was discovered that two screws were broken. There was no knowledge of anything being broken prior to surgery. This was a scheduled removal case because the pt was completely fused. There was no pt harm or injury as a result of broken screws.